Event description:
The complainant reported a 69 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. Towards the end of support, the patient was found to have endured a stroke. The neurological intensivist believes this injury was caused by a clot becoming dislodged from the impella.

Manufacturer narrative:
The impella device was withheld by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The user facility reported that a 69-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced high purge pressure, stroke, and low pump flows. The issue arose while coming off bypass and onto impella support. The motor current (mc) was also reported to be higher than normal for the current p-level. At p-4 and above, the device stopped and alarmed for retrograde flows; however, the surgeon did not want to replace pump and decided instead to initiate tissue plasminogen activator (tpa) protocol via the purge system. The patient decompensated while awaiting the tpa, and an intra-aortic balloon pump (iabp) was subsequently emergently implanted via the left groin. Once the tpa was administered through the purge system, pump flows and pressures normalized. Upon chest closure, however, the patient began to bleed significantly and the tpa was stopped after approximately 15cc of the 2mg/ 50cc bag had been administered. Pump pressures were able to increase to p-8. The left iabp was left in place as a precaution. The patient's activated clotting time (act) was 300 sec. The patient also suffered a stroke which was believed to be caused by the dislodging of a clot from the catheter per the neurological intensivist. No further information was provided.

Manufacturer narrative:
The investigation into the reported stroke, thrombus, and low pump flows was completed. The device was not returned for evaluation. Based on the available information, the root cause of the high purge pressure, low pump flow, and stroke remain undetermined since device was not returned. Impella 5.5 IFU ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.